Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the batch number (B)(4) and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. Based on the investigation performed, the complaint was confirmed. A CAPA has been opened to further investigate this issue.

Event description:
The customer alleges that the plastic parts on the blade are broken within the package.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the plastic parts on the blade are broken within the package.